Event description:
The company received a report where it was claimed that the device did not alarm during pt use. The pt's mother reported that the pt appeared to be cyanotic. The mother proceeded to suction and manually ventilate the pt and reported that during manual ventilation, audible tone from the device was heard.

Manufacturer narrative:
The device was returned for trend download and analysis. The trend download during the reported pt event revealed that the alarm silence button was manually enabled numerous times. Additionally, a complete failure investigation and functional testing. Results of the testing found that the unit passed power on self test (post) with audible tone indicating proper operation of the speaker and successful completion of post as specified in the service manual. Performance testing also showed the alarm limits to function properly. Info has been added to the database for trending purposes.